Event description:
During the appointment the patient mentioned that she didn't think this one worked as well as her first generator. She also mentioned that she told by dr (B)(6) that she was on high settings. Upon interrogation her generator flagged low battery and settings were 4 volts, 330 pw, 14 hz, 1 sec on and 4 sec off. Patient was explanted due to battery at eos. No further action to be taken.